Manufacturer narrative:
On previously submitted report, the manufacturer received information alleging a ventilator inoperative error code occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" condition was identified. The device's board will be replaced to address the reported occurrence of a ventilator inoperative error being triggered. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.

Event description:
The manufacturer received information alleging a ventilator inoperative error code occurred. There was no harm or injury reported. Upon further review, this complaint has been deemed as a reportable event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.